Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. The tracheal and bronchial sides of the swivel valve were returned. The y connector was also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site to be forwarded to the supplier. A device history record review was performed and no relevant findings were identified. The reported complaint of "swivel connector broken" is confirmed based on the sample received. The tracheal and bronchial sides of the swivel valve were returned. The y connector was also returned. The connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
The customer reported "connector wasn't fixated". The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The customer reported "connector wasn't fixated". The patient condition was reported as "fine".